Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received screw was found to be broken from the mid-shaft region. Although lines of rest are not remarkably visible, but they are present on the breakage surface very slightly. Along with that, the smooth topography indicates towards a fatigue fracture due to high cyclic loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, it can be said that the root cause of the breakage is both user and patient related. The screw broke in a fatigue manner which is a sign of high cyclic loading. This loading can be a result of early nail breakage (as in this case) as well as due to high compressive loading (a likelihood of a non-union is also there), which is attributed to a patient related issue. But due to unavailability of critical patient¿s record at the time of evaluation and the fact that there was an intra-op damage of nail, the root cause is determined to be user related, predominantly. If any further information is provided, the complaint report will be updated.

Event description:
The customer reports the following: material breakage without external influence. The patient is announced to us by the (B)(6) with another periprosthetic femur fracture on the left side. The patient had fallen on the stairs while cleaning at home on (B)(6) 2020 and suffered a subtrochanteric femur fracture on the left side. She was treated as described above on (B)(6) 2020 at the (B)(6). The intra- and postoperative course was unremarkable. The patient underwent a rehabilitation measure, which also did not show any abnormalities. During the last weeks, increasing complaints on the left side with groin pain developed. For a few days now, the symptoms have been increasing significantly. The patient did not fall again. She has already had problems walking for several weeks, and stress-related pain. In further diagnostics, the peri-implant fracture with of the implanted gamma nail on the left side is shown and the patient is transferred to our clinic. Removal of material and reosteosynthesis using pfn 340/12 in domo.